Manufacturer narrative:
The returned device was evaluated investigation found a small tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. The patient history buffer files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 392 mg/dl while wearing the pod between 4 and 24 hours. In addition, the patient reported redness and swelling at the pod infusion site (abdomen). The patient reports their blood glucose level did not decrease after administering correction boluses. Investigation of the pod found a tear in the cannula.